Manufacturer narrative:
The technician isolated the issue to the scale ppm board. He replaced the scale ppm board and the bed functioned properly.

Event description:
Information received indicates the patient positioning monitor would arm but did not send a nurse call when it alarmed.